Manufacturer narrative:
It was reported that the device was in MRI mode. The provided information was reviewed by abbott engineering and it was confirmed that an inappropriate mode change to MRI mode occurred, with evidence consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) was in magnetic resonance imaging (MRI) mode. The lp was successfully restored. There were no patient consequences.